Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that patient experienced infusion set occlusion issue at the site event on (B)(6) 2026. The site of insertion was upper buttocks. The patient changed soft cannula infusion set only and resumed insulin.